Event description:
Additional information received via email. No patient involvement was reported.

Manufacturer narrative:
Other text: b5 and h6. Health effects codes, updated.

Manufacturer narrative:
One device was received. Visual inspection noted the that all small knobs were cracked, the front panel was bowed above the manometer, and the battery cover was cracked. Complaint was confirmed as both CPAP and o2 controls are spinning freely with no end stop. The root cause was due to user interface. A device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Actions taken: replaced cracked knobs. Replaced MRI battery, sintered filter, and o-rings for the preventative maintenance (pm). Replaced defective reed alarm and holder. Re-shaped front panel and replaced battery cover. Reset patient pressure cycling light emitting diode (led) and adjusted CPAP control to tolerance. Performed preventative maintenance (pm), cleaned unit and affixed new service label. Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had a damaged CPAP and o2 control. There has been no report of patient involvement.